Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for analysis. During the device test the cockpit restart could be reproduced once. Based on the log analysis it can be determined that a faulty solid-state disc caused the reported problem which resulted in a warm start of the cockpit. If the disk drive is not accessible for the microprocessor system during use, the safety software initializes a warm start of the cockpit infinity c300. If the disk drive is not accessible even during the warm start sequence, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation unit is not affected by a warm start of the cockpit and continues the ventilation as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the additional oled-display located on the ventilation unit wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at 20:38 a communication error was detected between c300 and v unit and the c300 restarted. The c300 did not start during the restart of c300 and became inoperable. Therefore, the device was replaced. No patient injury was reported.